Event description:
User facility stated the following: "rn started IV on a very sick pt who kept moving. Needle was laid on bed with safety clip only partially deployed. When paramedic reached over to help keep IV in place, the paramedic got stuck with the exposed needle. Pt might have moved." Note: pt has hiv positive blood (negative to hep b).